Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.3, b.6, d.1, d.2a, d.2b, d.4, d.6b,h.4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.